Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A proposal was issued to the customer but not approved to date. No further information is available regarding the resolution of the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the positive end expiratory pressure safety valve preventing mechanical ventilation. There was no report of patient involvement.